Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to check her insulin pump to make sure everything was working. Blood glucose at time of call was 527 mg/dl. Troubleshooting found that the customer's drive support cap was normal and that there were air bubbles in reservoir which customer removed by tapping on the reservoir. Customer also indicated that she was having trouble with her pump as very little insulin was being delivered. Customer declined to troubleshoot further as she wanted to change her infusion set. Customer was advised to call back if she needs any further assistance. No further information was given.